Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, list number 7a40-60, that has a similar product distributed in the us list number 9b01-60. The account returned axsym hbsag confirmatory kit was received; however, volume of reagent a was insufficient for testing. The investigation team has completed an investigation and the results are as follows: due to the insufficient volume of reagent a of the account returned axsym hbsag confirmatory kit, testing has only been performed with the returned reagent b in combination with reagent a of a retained sample (reagent kits stored at abbott laboratories) of axsym hbsag confirmatory reagent, list number 7a40-60, lot number 59786hn00. Testing has been performed in combination with axsym hbsag (v2) reagent, list number 7a40-22, lot number 62423lf00 and met package insert claims; index calibrator and positive control showed values within typical range. Additional replicates of the positive control have been tested instead of the unavailable "positive" patient samples and showed the expected confirmed positive result. This testing was repeated with retained samples of reagent a and reagent b in axsym hbsag confirmatory reagent, list number 7a40-60, lot numbers 59786hn00 in combination with axsym hbsag (v2) reagent, list number 7a40-22, lot number 62423lf00 and met package insert claims; index calibrator and positive control showed values within typical range. Additional replicates of the positive control have been tested instead of the unavailable "positive" patient samples and showed the expected confirmed positive result. As part of this investigation a review was performed of the complaint and manufacturing records for axsym hbsag confirmatory reagent, list number 7a40-60, lot number(s) 59786hn00. This review did not identify any problems relating to the account's observation. A review of the instrument printouts the account provided indicates several "exprd" or "cntl" flags associated with patient results. The associated test results are invalid and must be retested. Additionally, the test result of the positive control treated with reagent b must be greater than or equal to an s/n of 7.00 and the positive control %neut must be greater than 50%); therefore, this result is also invalid. The account correctly recalibrated and then obtained the expected reactive results for the positive control and patient sample on the confirmatory assay. Based on this investigation, it has been determined that axsym hbsag confirmatory reagent, list number 7a40-60, lot number(s) 59786hn00, identified in this complaint, is performing acceptably. This is a final report.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated reactive axsym hbsag results on 2 patient specimens that did not confirm positive with axsym hbsag confirmatory assay. Both specimens confirmed positive at a reference laboratory. The account recalibrated using a new kit of the same reagent lot and generated an axsym hbsag confirmatory positive result on one of the patient specimens. Additionally, the account noticed that recently the positive control tested negative with axsym hbsag confirmatory assay. No data was provided for the second patient. The negative axsym hbsag confirmatory results were not reported outside of the laboratory. No impact to patient management was reported.